Event description:
During a coronary stent procedure, the physician experienced difficulty crossing the lesion. While attempting to retract the delivery/stent device into the guide catheter, the stent dislodged from the balloon. Attempts to snare the stent were unsuccessful. The un-deployed stent remains in the patient. Patient status is listed as "okay".